Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant. During the procedure, the screws of the right ventricular pacing/sensing interface could not be rotated properly after multiple attempts. A fault of the set screw on the is-1 interface was noted. The pacemaker was not used and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.